Event description:
Drug leakage between cannula and hub.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. From the actual sample that failed leak test, split tubing was observed on the catheter tubing at the metal wedge flaring site. The metal wedge was also observed to be damaged and deformed at the base. The assembly process was reviewed, and it was suspected that the split tubing could be possibly caused by the damaged metal wedge during flaring process. During the flaring process at (B)(6), the deformed base of the metal wedge caused the metal wedge to be not able to be seated properly on the flaring pin, and maybe slanted. Hence, when the catheter tubing was assembled downwards onto the metal wedge, the misalignment between the metal wedge and catheter tubing could cause split tubing to occur at the flaring site. The damage on the metal wedge could be caused by incoming material defect or during assembly. As for the other defects observed such as the white ring mark on catheter tubing near adapter nose and the one smaller stripe, they were unlikely to cause the split tubing observed. The white ring mark was most likely stress marks, which could be introduced during the product application when the tubing was bent. Based on the complaint history review, this is the first leakage complaint reported for this batch, and all the 5 returned representative samples passed the catheter leak test. Hence, this is most likely an isolated case. The occurrence of this catheter leakage due to split tubing defect will be monitored. As current controls, there are outgoing and hourly in-process visual inspections in place to check for catheter tubing damage. There is also a daily outgoing functional test in place to check for catheter leakage.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd angiocath plus 24ga x 0.75in leaked the following information was provided by the initial reporter: drug leakage between cannula and hub.